Event description:
Rptr said a mercury vapor light, located 20 to 25 feet above tennis/volleyball courts was broken (outside shield only, bulb intact) by a stray volleyball on 11/18/93 at 4 pm. The light remained in use without the shield until 11/22/93. Four people there received injuries related to this exposure. Three people playing 11/18/93 evening, received facial skin burn and puffy eyes, one visited dr and received eye drops. One person, observing only, on 11/21/93, received facial burn, puffy eyes, and at least temporary vision loss followed by light sensitivity in the eyes with limited vision. This person has taken eye drops based on a phone call with dr. Rptr has telephoned the MFR to report the incident and will be filing a report with the navy. He called both to report and to inquire where he could find info on long-term effects of this uva exposure.